Event description:
The customer reported to beckman coulter, inc. (Bci) that erroneously low sodium (na) results were obtained on their unicel dxc 600 instrument and the results were reported out of the laboratory. Prior to the event, the ise (ion-selective electrode) system was calibrated and the qc (quality control) runs were below the mean but within 2sd (standard deviations). When a physician notified the lab that the na results were running low, the results were reviewed and several samples with low na results were sent to another lab with a dxc 600 instrument for repeat analyses. The repeated results were higher. However, no amended reports were issued since the customer considered that the low na results were not clinically significant. Approx 60 erroneous results were issued out of the laboratory. The customer provided three examples of the erroneously low na results along with the corrected results. Pt and sample info was not provided. The customer did not receive any report of any adverse event or pt injury requiring medical intervention, however, it is unk if there was any change to pt treatment associated with this event.

Manufacturer narrative:
The lab uses the twice-weekly optional flow cell cleaning procedure. The hotline rep advised the customer to invert all sample tubes at least 5 times to prevent buildup on the flow cell and na electrode. The hotline also suggested that the customer remove the na electrode and clean the face with ise buffer. A bci fse (field service engineer) was dispatched to the site and performed troubleshooting. The fse found glue leaking around the na port and performed a preventive maintenance cleaning and check of the ise system and this resolved the problem. This is 1 of 60 medwatch reports associated with this event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 and (B)(4), 2010 for additional reportable events. This is 1 of 60 medwatch reports related to this event.